Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump made a change to the basal rates on its own. Each basal rate was lowered by 50%. The customer stated that she did not make this change. The customer had changed the basal rates back to the normal amounts. Suggested using the lock keypad feature. Nothing further was reported.